Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the card cage associated with this complaint and completed investigations. The unit was returned for failure analysis and the reported failure was replicated/ confirmed. The card cage was installed and tested on the test system. The system started up and failed with error 31221 and 319 on both of universal motion controller (umc) were not present. After troubleshooting, umc1 failed. The umc1 was tested on a test fixture and the system started up without any error. Also, 50x power cycles were run with this part, and all passed. All the gantry motors were moved the full range of motion without any issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had an error 31221. The customer restarted the system several times, but the errors remained. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the functionality of the system was checked upon powering on the system and during the procedure no faults were registered until fault 31221 appeared. The system initially powered on without errors and all system checks and self-tests were made, and no faults or errors were registered. The da vinci surgery technical assistance team was contacted for troubleshooting by the service engineer, but the fault was not able to be troubleshooted at a distance. To resolve the issue, the first action taken was to restart the system 2 times. The fault had appeared before self-test completion. The second action was to restart with the emergency power off (epo). The epo restarting was performed 2 times and after turning on, the system was giving non-recoverable fault 31221 during the self-test again. The procedure was changed and converted to laparoscopy surgery and no open procedure was performed. The patient was operating by mini-invasive procedure and no changes had been made.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced card cage and universal power distributor (upd) to resolve the issue. The system was verified and ready to use. This upd unit was returned for failure analysis, but the reported error 31221 and failure could not be reproduced, however the error was confirmed and verified via error logs and system logs. This upd unit was installed and tested on the final test system 1, programmed and system started at normal mode with no errors and failure message. Verified all axes with no errors and failure. Power cycles 10x and all passed. The assembly remain on the system for 1 hour idling in normal mode, with no failures and no errors. Check on battery power test and helm control test, all test passed. Isi has received the card cage for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.